Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4064, lead, implanted: (B)(6) 2001; 4196, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient complained that the device was alarming, and the device 'fired.' The patient presented to the emergency room, and the device remains in use. No further patient complications have been reported as a result of this event.